Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm valve, it was reported that the valve migrated proximally into the ascending aorta shortly after the implant. The patient was stable and a snare was used to hold the valve in place. A second 34 mm valve was implanted into the aortic valve successfully with good hemodynamics. No additional adverse patient effects were reported.